Manufacturer narrative:
D6: implanted date: device was not implanted d7: explanted date: device was not explanted the actual device was received for evaluation. A review of the image taken at the occurrence of this complaint noted some water drops adhering to the inside of the housing on the gas-out side of the oxygenator module. Visual inspection did not find any obvious anomaly, such as a break, in the appearance. A tube was jointed to the water port and water was circulated in the heat exchanger module with the use of a thermostatic bath. No leak was confirmed. The housing on the gas-out side was removed and the o-ring on the heat exchanger module was subjected to visual inspection. Any anomaly, such as a deformity, was not found. The heat exchanger module was filled with water and pressurized with an air of 3kgf/cm2 for 6 hours. No leak was confirmed. With the provided image referred to, the inside surface of the housing removed from the gas-out side was inspected with the unaided eye and under magnification. Some substance was found to be adhering to the location where the water drops had been found by the involved customer. The substance found in was subjected to sem-edx elementary analysis. The constituents contained in tap water were detected. A notch was given to the o-ring on the heat exchanger module and the o-ring was taken out for further inspection. Visual and magnifying inspections did not reveal any anomaly, such as a break, which could be a trigger of a leak. A review of the device history record and shipping inspection record of the involved product code/lot number combination revealed no findings. There is no evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information. There was no anomaly revealed on the actual device terumo medical products (tmp) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834. Exemption number e2015022.

Event description:
The user facility reported leakage on the capiox device. Follow up communication with the user facility confirmed the following information: during preparation, in order to check for a leak, the customer connected the actual sample with a thermostatic bath and circulated water in it. After 1-minute circulation, when the customer was about to start priming, he noticed small water drops on the inner surface of the housing on the gas-out side. Being skeptical of a possible leak, he changed the actual sample out to another device. Continuous leak was not observed on the actual sample. The patient was not harmed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a correction.